Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was previously hospitalized for low blood glucose levels. Customer states that the insulin pump is delivering a whole reservoir of insulin while the customer is asleep. Customer's blood glucose level at the time 242 mg/dl. Troubleshooting occured. Customer requested that the insulin pump be replaced.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump was received with minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.